Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the commander delivery system nose cone separated during withdrawal and was surgically removed. A 29mm sapien 3 valve and commander delivery system were prepared with nominal plus 1cc of volume, for a total of 34cc. During valve deployment, resistance was encountered and only 28cc of volume could be used. Post deployment, paravalvular leak (pvl) was observed and the decision was made to post dilate the valve. The attempt was made to use the full 34cc of volume during the valve post dilation. The balloon ruptured when the valve was fully inflated. Difficulties were encountered during the attempt to withdraw the delivery system back into the esheath. During the attempt, the nose cone was separated from the delivery system. The delivery system and sheath were withdrawn together as a unit. It was noted that the tip of the esheath was damaged during the device withdrawal. A surgical cutdown was performed to retrieve the nose cone and close the access site. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the guidewire lumen was separated from the catheter and nose cone. Stretching was observed on the spring assembly of the guidewire lumen. The balloon was separated from the proximal shoulder of inflation balloon. There does not appear to be any missing balloon material. Minor flex tip gouges were observed. The sheath was expanded as designed. The tip was opened as designed with slight tip damage, minor (non circumferential) delamination likely due to withdrawal, and slight scratches on sheath shaft. Review of the provided 3mensio revealed calcification and tortuosity present in the access vessels. Calcification was also present in the annulus and leaflets. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints related to the balloon burst. Complaint history review from (B)(6) 2020 to (B)(6) 2021 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint codes. No manufacturing non-conformances were identified in the returned samples. Available information suggested patient and/or procedural factors may have contributed to the reported events. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were able to be confirmed based on the evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the patient had medium calcification'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +1cc added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath, which subsequently resulted in withdraw difficulty into the sheath. A s a result of balloon burst, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components. Available information suggests patient factors (valvular calcification) may have contributed to the initial balloon burst and withdrawal difficulties. Procedural factors (withdrawal of burst balloon/excessive manipulation) may have contributed to the balloon / nose tip separation and surgical cutdown to remove the delivery system components. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.